Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the patient reported that her pump was indicating no disposable, pump won't run alarm. No patient consequences were reported. No adverse effects were reported.